Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the clips would not hold. Another like device from the same lot was pulled and had the same issue. A third device of the same product code was used to complete the procedure. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # m92t2n. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed one conforming clip and three clips with gap as the clip snapped towards the tissue stop. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.